Manufacturer narrative:
It was also reported that the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the dame surgery.

Event description:
Per the clinic, the patient experienced extremely loud and uncomfortable buzzing sound and pain with device use and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.